Manufacturer narrative:
E1: initial reporter phone (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. Visual inspection of the device found that the coil was kinked, stretched, and detached at 2.6cm proximal from the burr. Product analysis confirmed the reported event.

Event description:
It was reported that a burr detachment occurred. A 1.50mm rotapro was selected for use for coronary stenosis procedure. During the procedure, it was noted that the burr broke in the lesion. The procedure was completed with another of the same model device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter phone (B)(6)

Event description:
It was reported that a burr detachment occurred. A 1.50mm rotapro was selected for use for coronary stenosis procedure. During the procedure, it was noted that the burr broke in the lesion. The procedure was completed with another of the same model device. There were no patient complications reported.